Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 340 following a meal announcement, which persisted out of range for approximately three hours until the user changed the ilet infusion set and tubing, after which glucose began to decline. Symptoms included fatigue. Outcomes included the need for troubleshooting and education, and the event did not require outside assistance or medical intervention. Investigation included customer support guidance and user-performed infusion set replacement, along with education on device handling to avoid tubing crumpling and advice to use a belt clip to prevent tubing damage. Investigation of this case revealed that the cause of the high glucose was unclear, though improper tubing management and potential infusion set or tubing disruption could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.